Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on two separate aviva systems within 10 minutes: on the first system 208 mg/dl and on the second system 201 mg/dl and 97 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips were returned in a plastic bag rather than in the strip vial. Per the accu- chek aviva package insert, in the "storing and handling the test strips" section, it states, "keep the test strips in their original container with the cap closed. Close the container tightly right after you take a test strip out. This helps keep the test strips dry. Moisture can damage the test strips and lead to a wrong result". Customer returned strips in a plastic bag. Strips have been handled in an unapproved manner as documented in applicable labeling; they have been compromised by leaving them exposed to the environmental conditions. Moisture will damage the test strips and lead to wrong results and/or strip errors.